Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 5.00mm/ 2.0cm/ 135cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 10atm for 5 seconds. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and patient was good post procedure.